Event description:
It was reported that the patient reports feeling pain from under left breast to the sternum post-operative. Testing revealed that the pain was associated with the right ventricular (rv) lead during pacing. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.